Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-08621. It was reported that balloon rupture occurred. The target lesion was located in the very calcified left circumflex artery. Following stent implantation in the target lesion, a 2.25mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The ruptured balloon was completely removed. Another 2.50mm x 8mm nc emerge balloon catheter was advanced for post-dilatation and was inflated at 12 atmospheres but the balloon also ruptured. The ruptured balloon was completely removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.